Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Attempted to put the insert in, the implant did not fit. Yes a replacement was used.

Manufacturer narrative:
An event regarding fitting issue involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as no items were returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as the device was not returned and a functional could not be performed. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Attempted to put the insert in, the implant did not fit. Yes, a replacement was used.